Event description:
A technician reported a pt experiencing hazy vision following intraocular lens (iol) implant surgery two years ago. She reported a yag capsulotomy was performed recently and pt continues to have hazy vision. In a follow-up, the surgeon reported the event continues. He also noted "glistenings" in the iol.

Manufacturer narrative:
Evaluation summary: results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 02/01/2012 by phone, fax, and mail. A completed questionnaire was received on 02/03/2012. (B)(4) .